Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the display screen will not hold calibration and is marred. The unit is missing the screen protector. The device was in use; however no patient or user harm.